Event description:
It was later reported the cause of the event was the generator depleted. It was stated the battery depletion was normal and the battery was replaced on (B)(6) 2013. It was noted complex reprogramming was done and the patient was pleased with the results. Reportedly, the patient did not require hospitalization and their outcome was reported as no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v138335, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient saw a ¿call doctor¿ icon on the screen three days prior to report and the code beneath it said ¿por¿ (power on reset).

Manufacturer narrative:
(B)(4).